Event description:
It was reported that during testing conducted at the manufacturer, the drill operated when the trigger was not activated. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, it was discovered that the device operated without the trigger being activated. Internal components were evaluated and the electrical pins of the motor assembly were severely corroded. Corrosion on such components can contribute to an intermittent electrical connection between the trigger and the motor, resulting in the device unintentionally operating. The motor assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.